Manufacturer narrative:
Product event summary: the full lead was returned and analyze no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the helix of the right ventricular (rv) lead would not retract. The rv lead was therefore replaced. No patient complications have been reported as a result of this event.